Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The patient's ra lead was a non-boston scientific product. In addition, far-field oversensing was observed which resulted in inappropriate atrial tachy response (atr) episodes. It was noted the patient experienced a syncopal episode. There wasn't any stored episodes which correlated to the patient's syncopal episode. The physician determined that the pacemaker didn't contribute to the patient's symptoms. Subsequently, the patient followed-up in the clinic for additional troubleshooting and the device was reprogrammed. This pacemaker remains in service. No additional adverse patient effects were reported.